Event description:
I had lasik eye surgery done in 2007. I was not comfortable with my vision and kept going back to have my progress checked. I was told by my doctors that my eyes were still adjusting. I went for a final check in 2008 because I was getting ready to move to another state. I had some adjustments done with the tear plugs that are in my eyes and my eye pressure checked because I have glaucoma. I asked about having an adjustment done because I still need a combination of contacts and/or glasses to see. I was told to come back in a few months to see how my eyes were adjusting. I know I have a year to get this adjustment made, but felt compelled to report this after listening to a news story on npr on the concerns of lasik eye surgery.